Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between the pump and the mobile device. The customer stated that the object-oriented programming (oops), something went wrong screen. The customer requested assistance with the pump. The customer had a login issue and was successful in logging into carelink personal. The customer reported no adverse event. Troubleshooting was not performed for the unable to pair the device. Troubleshooting was performed for the general documentation and the customer called for an issue not covered by the existing troubleshooting guides. Unable to complete troubleshooting or provide instructions, insufficient information to escalate. Troubleshooting was performed for the object-oriented programming (oops), something went wrong screen" unable to complete troubleshooting or provide instructions, insufficient information to escalate. Troubleshooting was performed for the pump programming and the customer assisted with the requested programming. Troubleshooting was performed for the unexpected carelink personal login request and the reported issue was resolved; no escalation is required. The event involved product(s) mmt-6102. No harm requiring medical intervention was reported. No product return is required for mmt-1884. No product return is required for mmt-7333. No product return is required for mmt-6102.